Event description:
Customer reported a device malfunction. Customer reports that a pt was undergoing an adenosine nst (non-stress test) using a microfuse rapid rate infuser. After approx 2 minutes, 45 seconds of infusion the customer reports that the pump administered a bolus of adenosine nst. Customer reports the pt became dizzy and experienced a decreased heart rate. The administration line was immediately clamped and the infuser alarmed. Administration was discontinued and the pt recovered immediately. Customer reports no pt injury/illness or medical intervention was required. Customer has been contacted for more info regarding the incident. The microfuse has been received by baxa corporation and is currently being evaluated. A follow-up MDR will be submitted at the completion of evaluation.